Event description:
A malfunction alarm, specifically malf 12, was reported by the customer, who experienced at least three occurrences with the current pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised and acknowledged the need to use multiple daily injections (mdi) as a backup therapy. Tandem technical support instructed the customer on how to handle the current pump and arranged for a replacement pump to be shipped, which includes updated software. The customer received guidance on the procedures for using and returning the pumps.